Event description:
Patient with implantable pain pump experienced sudden abdominal numbness shortly following commencement of MRI procedure. The procedure was immediately halted and the patient was taken to the emergency department for evaluation. The patient subsequently expired.